Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified date, via a symbiq pump. The option-lok male adapter of the tubing set was connected to a needleless valve connector. After an unspecified length of time, the customer contact reported that the option-lok male adapter of the tubing set disconnected from the needleless valves connector and an unspecified volume of solution leaked. The leak of solution was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.